Manufacturer narrative:
The account found the trendelenburg mechanism fell out and the retaining screw was missing. The account replaced the trendelenburg mechanism to resolve the issue.

Event description:
The account alleged the bed would not go into trendelenburg position. No pt impact.